Manufacturer narrative:
Additional information: product not returned for analysis. Submitted picture appears to show complaint product. No material wear, deformation, crack, fracture, breakage or other material or functional issue can be identified from the submitted picture. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a med/mel procedure to treat ldh. It was reported that the endoscope fogged up during use. The surgeon switched retractors and the image became whitened. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.